Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to confirm frozen screen, keypad anomaly or unexpected battery power loss due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was frozen and the screen was blank. Customer reported that the time is not advancing and new battery did not resolve the issue. Customer also reported that the insulin pump alarmed button error and power loss alarm. The insulin pump was not exposed to a change in altitude and no issue with the buttons scrolling. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.